Event description:
It was reported by the distributor that a customer experienced a malfunction with their pump which displayed the error code 16-0x20e6. There was no information provided regarding the customer¿s blood glucose level, but it was not reported to be adversely impacted. The pump was set to be returned, and the customer was sent a replacement pump to resolve the issue.